Event description:
It was reported that this patient was referred for a generator replacement due to battery depletion. Additional information was received from the neurologist stating that the patient is experiencing an increase in seizures (daily) and an urgent surgery referral was requested. The patient received a prophylactic generator replacement. The explant facility is historically a no return site, and per the or staff the site always discards in surgery. No other relevant information has been received to date.